Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of log file for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The log file shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. No relevant deviation between planned and performed energy is detectable for the reported treatment. User stopped the treatment of the right eye (od) during bed cut by pressing the foot pedal, then the treatment was continued and successfully finished. Reported issue is not caused by the system or the used patient interface. User operated surgery within the recommended energy settings. No technical root cause could be identified. No sample evaluation is required even if the sample is returned as the root cause has been identified during logfile review. No technical root cause was identified as the product was found to be within specifications. The root cause is user handling. The treatment was stopped by pressing food pedal and could be finished successfully. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported loss of suction with a patient interface (pi). Additional information has been requested. There are multiple related reports for this facility. This report addresses (B)(4) and other manufacturer reports will be filed.